Manufacturer narrative:
Visual and functional inspections were performed on the returned device, and the reported difficulties were confirmed. Additionally, the stent was partially deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. The investigation was unable to determine a conclusive cause for the reported and noted difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly calcified lesion in the superficial femoral artery (sfa). The 6.0x150mm absolute pro ll peripheral self-expanding stent (ses) was advanced to the lesion without issue. The deployment lock was unlocked but the thumbwheel would not advance to the most distal position, making the stent unable to be released. There was no adverse patient effect and no clinically significant delay in the procedure. The device was removed without issue and another same size stent was used to complete the procedure. Return device analysis noted the stent was prematurely deployed and not flowered. No additional information was provided.

Event description:
Subsequent to the original filing, on (B)(6). 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
Returned device analysis noted that the ribbon was loose and entangled and a gap was noted on the handle. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, based on the reported information and the returned condition of the device, it is possible that the distal shaft was kinked or entrapped within the anatomy preventing movement of the shaft lumens and causing resistance with the thumbwheel and only partially deploying the stent. Additionally, continued attempts to rotate the thumbwheel, it may be possible that excessive tension from the ribbon was placed on the proximal spool resulting in the spool pulling out of the pivot web thumbwheel, causing the noted loose and entangled ribbon preventing deployment and the noted gap on the handle. However, this could not be confirmed. The noted kinks on the jacket and sheath likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Although the difficulties encountered appear to be related to procedural circumstances, on (B)(6). 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.